Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the graphic user interface (gui) screens on an 840 ventilator were flashing on and off. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found the top screen was grayed out and the waveform was flashing. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The gui pcb, backlight inverters pcb were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u34) on the xena I pcb. No fault was found on the backlight inverters pcb. If information is provided in the future, a supplemental report will be issued.